Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not able to get any green lights on the telemetry portion on the remote monitor during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to the device clinic for follow-up. The patient may bring the remote monitor with them to verify it was able to read their device before going home. Follow up with the physician office yielded no further device information. The remote monitor remains in use and the device remains in use. No patient complications have been reported as a result of this event.